Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant, and the lead indicated stretching. Lead returned damaged/ stretched. Stretched lead prevent the stylet insertion test.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the stylet could not track the lead to the tip. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.